Event description:
It was reported via repair work order that the jack was stuck raised and could not lower due to bent jack shaft. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.